Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker underwent a pocket revision due to the device was placed too high on chest wall and the patient was uncomfortable with it being paced there. The device remains in service. No additional adverse patient effects were reported.